Event description:
At the 3 months check-up, this lead was found to be dislodged and not working. The physician was notified, an x-ray taken and programming was changed to biv off, ddd 50/130, av delay 350 ms. The plan is to have the pt return later to the cath lab to revise the lead. At this time, this lead remains implanted. If additional information is received, this event will be updated.